Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons not staying together...unrolled and flat [device breakage]. Case narrative: consumer reported via e-mail that the tampons were not staying together. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons not staying together. Unrolled and flat [device breakage] . Case narrative: consumer reported via e-mail that the tampons were not staying together. No injury reported.